Manufacturer narrative:
Section d was updated due to part return section e initial reporter postal code corrected. Section g6 evaluation codes were updated due to returned part analysis conclusion code (annex d) remove d02 and add d15 component code (annex g) remove g02005 and add g07001 h3 device evaluation summary: was updated due to returned part analysis medtronic conducted an investigation based upon all information received. It was reported that while in use on a test lung, this 980 ventilator generated a backup ventilation (buv) error. The device was available for evaluation. Although it was reported that this ventilator generated a buv error, a review of the logs does not indicate the device entering into buv. The service personnel (sp) inspected the ventilator, and was able to replicate the reported issue. The ventilator did not respond in the typical manner for buv. There were no diagnostic codes logged, the alarm log did not have a buv related entry, but the secondary status display indicated buv was active. Reseating connectors and boards did not resolve the issue. After sp replaced the pneumatic interface (pi) printed circuit board assembly (pcba), the issue did not repeat. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The pi pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced component did address the issue in the field however, the returned component pi pcba was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a test lung, this 980 ventilator generated a backup ventilation (buv) error. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. T was reported that while in use on a test lung, this 980 ventilator generated a backup ventilation (buv) error. The device was available for evaluation. The service personnel (sp) inspected the ventilator and was able to replicate the reported issue. The ventilator did not respond in the typical manner for buv. There were no diagnostic codes logged, the alarm log did not have a buv related entry, but the secondary status display indicated buv was active. Reseating connectors and boards did not resolve the issue. After sp replaced the pneumatic interface (pi) printed circuit board assembly (pcba), the issue did not repeat. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to potential fault in pi pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.